Event description:
During a shoulder procedure, the dam portion of the cannula tore off into the patient and remains there in. The case was concluded successful, without further incident or harm to the patient.